Manufacturer narrative:
(B)(6). The apollo micro catheter was returned for analysis. There was an appearance of liquid embolic (menox-18) residue within the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo detachable tip was found detached and not returned. An attempt was made to flush the apollo micro catheter; however, was found occluded with liquid embolic. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter occlusion¿ was confirmed; however, the cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an apollo catheter that became occluded and could not allow the onyx to be injected. The patient was being treated for an right cerebellar arteriovenous malformation (avm) which was supplied by the right pica. Vessel tortuosity was minimal. It was reported that the microcatheter was placed optimally. The microcatheter was flushed with saline to remove all the contrast, then primed with 0.23 ml dmso. When the physician started to inject the onyx-18 at a rate of 0.1 ml/min, it was noted that extra force was needed to inject the onyx solution and it was not coming out the end of the microcatheter. The microcatheter was blocked so it was removed and replaced with a non-medtronic catheter to complete the procedure successfully. The devices had been prepared and the catheter flushed per the instructions for use (IFU). The patient did not have any symptoms or hard related to the event. Additional information received reported that the physician confirmed that menox-18 liquid embolic system manufactured by merillife was used in this case, not onyx-18. There was no kink or damage to the catheter. Initially a continuous injection at 0.1ml/min to displace 0.23ml of dmso was used, then after approximately 0.30ml of injection the physician felt that the microcatheter got blocked as the liquid embolic was not moving at all.